Event description:
On (B)(6) 2013, it was reported that the patient had a reaction and the generator was getting exposed on the pectoral site. The physician decided to explant the vns device for this reason on (B)(6) 2013. The physician has decided to let the skin heal and after this they would implant a new generator. The explanted device was returned to the manufacturer on (B)(6) 2013. Follow up with the site found that the reaction was caused by lack of care of the wound by the caregivers. No patient manipulation or trauma is believed to have caused or contributed to the event. No causal or contributory medication or diet changes preceded the event. Results of diagnostic testing indicated the generator was operated properly and communicated properly. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. No additional information has been provided.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Manufacturer narrative:
.

Event description:
Review of the decoder shows that high impedance (19466 ohms) was seen on (B)(6) 2013. Prior to this change, the impedance was normal (3014 ohms).

Event description:
Further follow-up revealed that high impedance was not observed prior to surgery. It was reported that x-rays were taken and showed the generator "exposing". There was no trauma or manipulation that occurred that may have caused or contributed to the high impedance.

Event description:
A copy of the x-rays are not available for review.